Manufacturer narrative:
(B)(4): information not available, device not returned for analysis. (B)(4)

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the blade broke off of device while in the patient. The broken blade was able to be retrieved through the trocar. The problem occurred towards the end of the case and another device was not needed to complete the procedure. There was no adverse consequence to the patient. The device was discarded.